Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial arrhythmia undersensing. Technical services (ts) discussed troubleshooting options and programming considerations. It was noted that there was 99% pacing in the ventricular, and using automatic gain control (agc) for smart blanking was not recommended. Subsequently, atrial blanking (ablank) after ventricular pace (vp) was reprogrammed from 125 ms to 65 ms. This pacemaker remains in service. No adverse patient effects were reported.